Event description:
It was reported that a contour ureteral stent was used during a ureteroscopy procedure, and, during the procedure, the stent was difficult to deploy, resulting for the stent and the guidewire to become shredded while retracting the wire to deploy the stent. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0414 captures the reportable event of stent torn material.